Manufacturer narrative:
The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: the posterior communicating aneurysm was 3.02mm*3.49mm in size. W5-4-2 was used. The 6f intermediate tube was used, and the via17 microcatheter was opened and shaped and pushed to reach the aneurysm. Opened the w5-4-2 package, pushed the web out of the introducer in heparinized saline to check that the device was intact, and retract the web into the introducer. The web was delivered into the microcatheter through the introducer, and resistance occurs when the web was pushed to the distal end of the microcatheter, and the web cannot be pushed. The pusher fractured during pushing. After removed of the web, a stent-assisted coil was used for aneurysm embolization instead, and the procedure was successful. The patient recovered and was discharged.

Event description:
As reported: the posterior communicating aneurysm was 3.02mm*3.49mm in size. W5-4-2 was used. The 6f intermediate tube was used, and the via17 microcatheter was opened and shaped and pushed to reach the aneurysm. Opened the w5-4-2 package, pushed the web out of the introducer in heparinized saline to check that the device was intact, and retract the web into the introducer. The web was delivered into the microcatheter through the introducer, and resistance occurs when the web was pushed to the distal end of the microcatheter, and the web cannot be pushed. The pusher fractured during pushing. After removed of the web, a stent-assisted coil was used for aneurysm embolization instead, and the procedure was successful. The patient recovered and was discharged. Fluoro image and video provided.

Manufacturer narrative:
Evaluation of the physical device: items returned for evaluation: pusher, implant, introducer. Items not returned for evaluation: microcatheter. The web implant was returned still attached to the pusher for analysis and was returned within the introducer. Upon inspection of the returned items, the web implant was found to be within visual and dimensional specifications. However, the pusher hypotube was found kinked at the proximal section, and the proximal connector was broken. Advancement testing was unable to be performed due to the condition of the pusher. Imaging review: one radiographic image and one radiographic video are submitted. Image: left ica ap oblique subtracted dsa with contrast. A small, relatively wide-neck pcom aneurysm is seen. Two measurements are taken. X1 (aneurysm depth): 3.02 mm, x2 (neck width): 3.40 mm. The pcom takes off from the base of the aneurysm. Video: 46-second video of ap oblique subtracted left ica roadmap with contrast. A guide catheter is seen at the petrocavernous ica junction. A microcatheter is seen with its tip in the center of the aneurysm. A web is slowly being pushed to about 2-3 mm from the tip of the microcatheter but does not advance further. The provided image and video do not explain why the web could not be advanced outside the microcatheter. The investigation of the returned web system found the pusher hypotube kinked at the proximal section, and the proximal connector broken as described in the reported event. Due to the broken connector, the investigation could not test for or further assess the alleged advancement issue and therefore, this complaint is considered non-verifiable. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher kink and break, but these conditions are consistent with the device experiencing forces exceeding the pusher¿s yield and tensile strength.